Event description:
Customer reported being hospitalized with ketoacidosis. Prior to hospitalization, customer stated that she was dehydrated and had nausea. Troubleshooting was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.